Event description:
It was reported that, during a left knee arthroscopy, a fast-fix 360 device did not work properly; it was difficult getting the t implants out of the devices, once they were out, the implants did not hold. The ts were removed arthroscopically. Surgery was completed by removing the meniscus, which was not initially planned. The incident lengthened the procedure by less than 30 minutes, therefore, the anesthetic time was longer. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H10 b5: description updated.

Event description:
It was reported that, during a left knee arthroscopy, a fast-fix 360 device did not work properly; it was difficult getting the t implants out of the devices, once they were out, the implants did not hold. Surgery was completed by removing the meniscus, which was not initially planned. The incident lengthened the procedure, therefore, the anesthetic time was longer, though it is unknown how long was the delay. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.